Manufacturer narrative:
Further information was requested but not received. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted prophylactically on an unknown date with no known malfunctions, and the patient condition was unknown.